Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) would not deploy when the user activated the product. Hemostasis was achieved with manual compression lasting less than 30 minutes and a non-cordis vascular closure device. There was no reported patient injury. The closure device was used after right femoral access for cardiac catheterization. The procedure was interventional and was performed using a retrograde approach. The deployer was mynx certified. A non-cordis 2.5 x 10 cm peripheral 6 fr sheath introducer was used. The femoral artery suitability was verified on angiography, including insertion angle. The device was used in the femoral site. The vessel diameter was 5.95 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The devices were not returned for analysis. The product history record (phr) review of lot f2528603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ could not be observed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) would not deploy when the user activated the product. Manual pressure was held to seal the access site. There was no reported patient injury. The closure device was used after right femoral access for cardiac catheterization. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) would not deploy when the user activated the product. Hemostasis was achieved with manual compression lasting less than 30 minutes and a non-cordis vascular closure device. There was no reported patient injury. The closure device was used after right femoral access for cardiac catheterization. The procedure was interventional and was performed using a retrograde approach. The deployer was mynx certified. A non-cordis 2.5 x 10 cm peripheral 6 fr sheath introducer was used. The femoral artery suitability was verified on angiography, including insertion angle. The device was used in the femoral site. The vessel diameter was 5.95 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.